Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a button error alarm. The customer's blood glucose level was unknown. The customer did not have the insulin pump with her and was unable to troubleshoot. The product was not returned for analysis.